Manufacturer narrative:
The event occurred on an unspecified date of year 2020. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from main body (light blue) of a transfer set. This issue occurred at home during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.